Event description:
A pt's device was explanted and replaced due to a battery failure. The battery was noted as being at 40% half life, and that it didn't last as long as expected; "only lasted half the amount of time". Following the replacement device surgery, the pt had been reprogrammed a couple of times due to having experienced a loss of stimulation. The pt's outcome was noted as doing fine, with no stimulation problems as the coverage was found to be great.

Manufacturer narrative:
(B)(4).